Manufacturer narrative:
Eval summary: the device was returned for eval, although the fractured spike was not provided. Examination of the device revealed damage to the impaction and extraction locations. The impact site has signs of damage that could have been caused by impacts with a mallet. The extraction location, which mates with a slaphammer has metal that is folded near the edge. Both of these locations are likely a result of multiple impacts. There is no evident sign of misuse from missed mallet strikes. Examination of the fracture site reveals that the spike fractured off due to reverse bending. This means that the spike experienced loads in both the anterior and posterior direction. These directions are supported since the fractures began on both the anterior and posterior side of the spike and propagated towards the middle of the spike. In conclusion, the spike fractured due to multiple off-axis loadings/impacts in the anterior and posterior directions. These loading would be atypical of intended use and would most likely occur during misuse. However, without add'l info the cause of fracture cannot be determined further. Device history records indicate all components were manufactured and inspected to spec. The device has a potential field age of approx 3 years.

Event description:
It is reported that the long spike fractured off.